Manufacturer narrative:
Additional information: d9, g3, h3, h6. The complaint allegation was confirmed. One unpackaged ar-3641sp batch 15372703 was received for evaluation. Visual inspection revealed that the suture system was broken. Pieces of sutures were returned. The evaluation of the sutures noted that they were frayed at the tip. The failure is most likely attributed to user error in maintaining the drill guide tip in contact with the bone surface during the drilling and implant impaction steps of the procedure.

Event description:
It was reported that during a biceps tendosis surgery the anchor tore during punching in. Per complaint reporter there was no harm for patient, operator or third party. The surgery was finished successfully with a new device with the same part number. It was not necessary to switch the surgical technique or do a second surgery.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.